Manufacturer narrative:
The device was not returned; however, a photo was provided. The photo showed a type of residue on the device. A root cause cannot be determined as it is unknown when this occurred. This type of event will continue to be monitored. It should be noted that this is being filed based on retrospective review.

Event description:
Reportedly, the unit was received post repair with a residue on it. There was no report of patient involvement.